Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information about the event description.

Event description:
Additional information was received on 5/8/17. Hemostasis was confirmed and there was no patient complications.

Manufacturer narrative:
This report is being submitted as follow up no. 3 to provide the completed investigation results. There is no evidence that this event was related to a device defect or malfunction. The return device the exact cause of the reported event cannot be definitively determined. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
The report is being submitted as follow-up no. 1 to provide the evaluation results. One each of the following 6f angio-seal evolution components were received for evaluation: hemostasis sheath and carrier tube assembly. The locator and temperature/pouch indicator were also returned. A blood-like substance (bls) was seen on the returned components. The carrier tube assembly had been fully inserted into the hemostasis sheath and was in the full rear lock position. The device was bent in a u -shaped curve. The compaction tube was not returned. A 0.75" of carrier tube exited the sheath. A 11.5" of suture excited the carrier tube. The overall device condition is consistent with full deployment. The handle halves were separated and the gearbox assembly visually inspected. The rack had been fully advanced to its distal movement stop. Dried bls was observed on the rack. No suture remained within the device, and there was no indication of a suture break. The gears were rotated in both directions with corresponding rack movement; no other visual anomalies were noted in the suture routing, gears, gear mesh, or related mechanism. The exact cause of the event could not be determined. However, it is likely to be associated with excessive compression or bending of the sheath tubing or premature depressing of suture released button which may have affected compaction tube advancement. The results of the investigation concluded the device is consistent with full deployment. The device was disassembled to check for contributing anomalies. The cause of the reported event remains unknown. However, excessive compression or bending of the sheath tubing, or prematurely depressing the suture release button, may have affected compaction tube advancement. The DHR was reviewed and no manufacturing issues were found in the devices released to inventory which may have led to this failure mode. Trend analysis was done on part and lot combination and no similar issues were previously found. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
The actual device has been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. Device is currently under investigation.

Event description:
The user facility reported the tamper tube did not come out when using the involved angio-seal device. Follow up communication with the user facility reported: while deploying the closure device, the physician went to pull back on suture to cut and the tamper tube did not come out; the physician had to cut the suture and pull the tube out; there was no harm to the patient; the occurrence did not affect the closure of the access site; and the procedure outcome was reported to be successful.